Event description:
It was reported that the reservoir compartment was cracked and missing parts. The customer also reported experiencing high blood glucose levels. The blood glucose reading was high in the 400 or 500 mg/dl range on average, although she advised that she was able to lower them. She noted the issue with the reservoir compartment about 3 weeks prior while on vacation. The blood glucose reading at the time of the damage to the insulin pump was 120 mg/dl. She declined troubleshooting assistance for the high blood glucose levels. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.